Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the tip of the vizigo¿ sheath was found broken after being pulled out of the body. There were no exposed internal parts. No exposed wiring. No lifted or sharpened electrodes. And there was no resistance or difficulty in inserting or removing the catheter. The medical team stated that the tip looked torn but not broken in pieces. The issue was found on the distal end. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported.

Manufacturer narrative:
According to the information received, it was reported that the tip of the vizigo¿ sheath was found broken after being pulled out of the body, using a carto vizigo sheath. The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the soft tip was observed broken. A microscopic examination was performed to review the tip in detail, and stress marks were observed on the outer diameter and the dilator was exiting the irrigation hole of the device. A device history record was performed for the finished device batch number, and no non-conformances were identified. The broken tip issue reported by the customer was confirmed. The potential cause of damage could be related to the incorrect insertion of the dilator into the sheath; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. H 4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).